Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited crosstalk when connecting the leads to the device during initial implant. The issue was resolved and did not continue to occur. The patient was fine after the procedure.